Manufacturer narrative:
This report is submitted on october 29, 2021.

Manufacturer narrative:
This report is submitted on september 20, 2021.

Event description:
Per the clinic, the patient experienced poor device performance since activation. The device was found to have a tip foldover, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021, and the patient was re-implanted with another cochlear device during the same surgery.